Event description:
A cook endoscopy geenen pancreatic stent was placed. Approximately 2 months later, the patient presented with abdominal pain. An endoscopic procedure was performed to remove the stent and place another stent. A snare was used to grasp the stent and remove it from the pancreatic duct. Once the stent was removed, 1cm of the stent remained inside the pancreas. The physician was unsure if the stent broke during removal or if breakage occurred at an unknown time prior to stent removal. An attempt to retrieve the 1cm stent fragment was unsuccessful. At this time, a second stent was placed. In 2008, the second stent was removed and another attempt was made to remove the stent fragment from the pancreas. Retrieval of the stent fragment was unsuccessful. A third stent was placed at this time. The user facility indicated the patient was no longer complaining of pain and would continued to be monitored.

Manufacturer narrative:
The patient did not experience any adverse effects due to this observation. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: excessive pressure applied to the stent is the most likely contributor to stent breakage. If excessive pressure was applied to the stent during removal, this could have caused the reported stent fragmentation. Prior to distribution, all geenen pancreatic stents are subjected to visual examination to ensure device integrity. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.